Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and the right ventricular (rv) lead exhibited loss of capture and high thresholds. A lead revision was attempted but was not successful due to patient anatomy. The lead then was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced chest pain.